Event description:
A health care professional reported an article, "comparison of the efficacy of the patented anterior chamber maintainer method and traditional method for implantable collamer lens implantation in myopic eyes: a clinical study." This study included patients who experienced elevated iop, glare/haloes, corneal edema, and patient discomfort. Surgical intervention and medical management took place. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. The cause of event was unknown.

Manufacturer narrative:
Manufacture narrative: corneal edema and iop elevation from baseline are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).